Event description:
Related manufacturer reference number 1627487-2022-05981. It reported that patient experienced an infection and lead migration. As a result, surgical intervention was undertaken wherein the entire system was explanted at unknown date to address the issue. The investigation did not determine which lead migrated

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), lot: 3450532.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.